Manufacturer narrative:
(B)(4). Lot numbers and device manufacturer dates: lot 120510 - 10 may 2012; lot 120726 - 26 july 2012; lot 120731 - 31 july 2012. Method: the 3 complaint mr290 chambers were returned to fisher & paykel healthcare for inspection. Results: all 3 complaint mr290 chambers had a break in the feetset tube where it is inserted into the chamber. The surface of the break is rough and not smoothly cut. A lot check revealed no other complaint of this type for lot numbers 120726 and 12073, and one other complaint of this type for lot number 120510. Conclusion: the damage found on the chambers appeared to have been caused by the tube being pulled, away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the feedset line of 3 mr290 autofeed humidification chambers were damaged during use. No patient consequence was reported.